Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's reservoir on their insulin pump was falling apart. Customer stated the purple ring inside the insulin pump was missing. The customer's blood glucose was 270 mg/dl. Customer could not recall any significant events leading to the damage. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received whit cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, missing end cap sticker and missing reservoir tube o-ring.